Manufacturer narrative:
The product has been requested for evaluation however it is unknown if it will be returned. Report 1 of 3.

Event description:
Report received from france states: "vitrectomy doesn's cut and low aspiration. No patient impact."